Manufacturer narrative:
The date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement.

Event description:
It was reported the patient underwent an unrelated surgery and did not place their ipg into surgery mode prior to the procedure. The ipg no longer communicates with external devices. As a result, surgery may take place in the future to address this issue.

Manufacturer narrative:
Please note this report submission is not late. The report is submitted passed the report due date, based on missing 3rd acknowledgement from the previous report. This is caused by an FDA esg server issue (e.g. FDA¿s inability to provide manufacture with the 3rd acknowledgment in a timely manner, causing a delay in the submission of the next report to be accepted by the FDA esg server). This issue is documented in helpticket (B)(4). Background information for report ID: 3006705815-2022-16717. Initial report was originally submitted on 22 september 2022 with missing 3rd acknowledgment. Report was resubmitted on 24 october 2022, with 3rd acknowledgment received showing passed status. Additional/supplement report was submitted on 05 october 2022 with 3rd acknowledgment error showing initial report / prior supplement has not been received. The initial report is missing. Attempt to resubmit additional/supplement report on 24 october 2022, based on the FDA¿s receipt of initial report on 24 october 2022.

Event description:
Additional information indicates the ipg was explanted to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.